Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri). Technical services (ts) reviewed the battery voltage and charge time for which the device declared eri and based on that data, eri should not have been declared. Ts recommended bringing the patient in for an interrogation and possibly getting a disk for analysis. Subsequent information from the local field representative (fr) indicates that the patient was seen in clinic for follow up. There was no issue identified with the device at that time. A save to disk was not performed. The fr stated that the device was to be changed out in the coming weeks. No adverse patient effects were reported.

Event description:
Subsequent information indicates that the device was explanted for normal battery depletion and has been returned for analysis.

Manufacturer narrative:
The device remains in service. As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The clinical observation was not able to be confirmed.